Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the charging unit kept coming up and telling them they needed to replace the controller batteries soon when charging the implanted neurostimulator (ins). Patient said they first saw the message probably about 3-4 months ago and then it said the battery was low and now it kept telling them the battery was low and needs to be replaced soon. Agent reviewed information about the error message. Patient mentioned they had tried resetting the controller before, but the message would still show up at different times. Agent walked patient through removing the battery pack and re-inserting the battery. Patient confirmed no physical damage on recharger cord. Patient then connected recharging antenna and reported seeing the batteries screen with the controller at 100% and the implant at 70%. Patient saw poor recharge quality when they first started charging. Patient confirmed they would see that message frequently. Patient also mentioned that sometimes it would take forever to charge the implant up, and most times the implant was down to 50% and either took 15-20 minutes to charge, or over an hour to charge from 50%. Patient also stated sometimes the controller does not come onto the 'charging thing' and just shows the batteries but not recharging. Upon further clarification, patient confirmed the recharger would sometimes not be recognized by the controller. Patient stated they would turn controller off and unplug recharger then the issue would be resolved. The issue was not resolved. An email was sent to the repair department to replaced the recharger. Patient called back and mentioned they were still having trouble charging their implant. Patient mentioned they were still getting the message need a new battery replace the batteries and the other day they got 'system problem 60' when charging their implant. Patient mentioned they were charging their implant today and it took 1.5 hours to charge the implant to 90%. Patient also mentioned their controller was 100% and when they finished the controller went down to 20%. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, and controller port. Agent walked patient through resetting controller; controller showed recharging 30% and implant 90%. Patient commented the recharger was awful warm when charging their implant, patient mentioned they had a cloth barrier and agent reviewed best charging practices. The issue was not resolved. A replacement controller was sent out. Patient called back and stated they got the new controller but it still would not work. Patient mentioned seeing a software problem 1 intellis 2 3.6 3 243 4 qf_port screen. Agent walked patient through resetting controller and patient noted the controller was in a foreign language. Agent walked patient through pairing controller with ins. Agent walked patient through changing the language. Patient was able to charge their ins. Controller battery was at 90% and ins at 60% recharging excellent. The troubleshooting steps resolved the issue. Agent closed case.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.